Event description:
Device malfunction: none. Symptons/ae: confused and combative, bradycardia. Time of symptoms/ae: post-procedure, after procedure lasting five days. It was reported that after a stenting procedure of the ric, the patient experienced a possible stroke. The patient became confused and combative in the evening, post procedure. These symptoms lasted for approximately 16 hours. The condition improved. In 2006, a CT showed a "non-specific area of low attenuation at the right vertex that may represent ischemic changes of indeterminate age" and an "old lacunar infarct". The next day, a CT showed "low attenuation in the anterior limb of the right internal capsule, which is more prominent than on yesterday's study. Whether this relates to slice selection is unclear". It was also noted that the patient experienced hypotension during the procedure, after post-dilatation. This condition resolved. The patient also became bradycardic with heart rates dropping to 20 bpm and was treated with a low dose dopamine and pseudophedrine. The patient was discharged on pseudophedrine and will have a holter monitor for follow up. This event required a prolonged hospitalization. No additional information is available.